Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was damaged. This was contributed to improper maintenance of the device. Various parts were replaced. Device was repaired and returned to the customer.

Event description:
Device was returned for repair. During inspection, technician found that the hose was torn at the plug, the motor-flex was defective, strongly vibration, detergent residues and damages caused by water. This is report 1 of 1 for complaint com-(B)(4).